Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Event description:
It was reported by the customer via phone that during a rotator cuff repair procedure the customer's expressew iii needle and expressew iii retention plate and loading tool did not properly release the needle. The customer stated that when they removed the devices from the patient the needle was bent near the tip. The customer stated that it is unknown how the needle bent, but was bent during use as it was not noticed prior to use. The customer's stated that the retention plate near the circular end broke off in the patient's body. The customer was not certain how it broke. The customer stated that the fragments were removed from the patient with a grasper with no debris left behind. The case was completed using the same expressew gun without these devices with no patient harm or delay. The devices are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected for the reported failure mode. The complaint is confirmed. Visual inspection revealed that the expressew iii retention plate was broken off. The common root cause for these failures is loading them incorrectly/fully, that causes them to detach, deform or break. A device history record (DHR) review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. UDI: (B)(4).